Event description:
A valiant stent graft system and a talent stent graft system were implanted for the endovascular treatment of a thoracic aortic aneurysm and an abdominal aortic aneurysm on, respectively. It was reported that the patient came into the hospital and it was discovered that they had a type ia endoleak from an old talent stent graft and a type ib from the distal side of the valiant graft. The physician stated that this event was related to the device. The patient had two cuffs from another manufacture placed. It was noted that one of them was fenestrated for a 4-vessel repair. The other graft was used to bridge the previous valiant graft with the fenestrated graft. No clinical sequelae were reported and the patient is fine. Additional information received reported that the whole aorta was diseased and the cause of the type ia and ib endoleaks was disease progression.

Manufacturer narrative:
(B)(4).